Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pacemaker replacement procedure. Upon opening the pocket, the physician noted the right ventricular lead insulation had deteriorated. The lead was capped and replaced. The patient was well post-procedure and was discharged.